Manufacturer narrative:
The event of "vascular obstruction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the temples and cheeks with 4 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm ultra plus¿ xc. Three days later, patient presented vascular obstruction causing initial signs of "impending necrosis" on right side of forehead. The patient was treated with aspirin®, hylase, and t bact¿. The symptoms resolved 10 days after onset. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00014 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.